Event description:
The facility reported 66 discharges below alarm threshold. Information was not provided regarding whetehr or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there have been no reports of any patient incident involving this pump since the last baxter servic event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.